Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. Data analysis has not been performed yet. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: device codes h6: impact codes

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (crt-d) was suspected to be depleting prematurely. Data analysis has not been performed yet. This device was explanted due to the patient experiencing an infection. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. Data analysis has not been performed yet. This device was explanted due to the patient experiencing an infection. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.